Event description:
Patient reported their aligner cutting into their gums. The aligner is not fitting and they have tried soaking the aligner an tips provided. This did not work and is still cutting them.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.